Event description:
It was reported that a review of a remote transmission showed that the device exhibited far r wave oversensing. Programming changes were discussed. But not made at this time. No patient condition was reported.